Event description:
During skin tightening procedure demo with the physician, a small burn was sustained on the patient's forehead. The burn developed into a blister next day. The blister resolved and patient was left with small scar similar to chicken-pox scar, the size of a pencil eraser. Medical intervention was not required.